Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor was not recognizing the insulin pump. Customer's blood glucose was 486 mg/dl and it was not stated how the customer treated the high blood glucose. Troubleshooting was performed and it was found the incorrect ID was entered which prevented the transmitter to communicate with the insulin pump. Insulin pump is not expected to return for failure analysis.